Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar vue implantation and the procedure was done under local anesthesia. The first spaceoar vue kit went off laterally to the right of the prostate. A new kit was opened and injected in the perirectal fat plane. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).